Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with thermocool smarttouch sf catheter. When the catheter was taken out of the right atrium to perform a sheath exchange, the coating on the tip of the catheter appeared to be coming off. The device evaluation was completed on 10-feb-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed foreign material in the tip section. A microscopic inspection was performed and transparent-like material was found partially occluding the irrigation holes. For this condition, a fourier transform infrared (ftir) was requested and the results determined that the material observed was an inorganic compound specifically metallic salt. Afterward, a scanning electron microscope (sem) analysis was requested and the results concluded that the material observed could be related to an inorganic salt. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since the device was found occluded by an inorganic salt, this issue could be related to the reported event; therefore the customer complaint was confirmed. The root cause of the occlusion is traced to the manufacturing process. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to occluded issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿the coating on the tip of the catheter appeared to be coming off¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿the coating on the tip of the catheter appeared to be coming off¿ issue. In addition, biosense webster inc. Analysis finding of the ¿transparent-like material (inorganic salt) was found partially occluding the irrigation holes¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with thermocool smarttouch sf catheter and the coating on the tip appeared to be coming off. Thermocool smarttouch sf catheter was unpackaged properly. It was connected and advanced into the right atrium. When the catheter was taken out of the right atrium to perform a sheath exchange, the coating on the tip of the catheter appeared to be coming off. No ablations were completed with this catheter. No fragments were generated. The physician did not feel safe to advance this catheter into the left atrium so decided to replace it with another thermocool smarttouch sf catheter. The case continued without further issues. The procedure was delayed 5 minutes due to the reported event. The procedure was successfully completed. No patient consequence.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-nov-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).